Event description:
A report was received that the patient underwent a pocket revision procedure due to charging difficulty caused by the ipg being too shallow in the pocket. The physician relocated the pocket and implanted two new lead extensions. The patient was reportedly doing well following the procedure.